Manufacturer narrative:
The device was not returned to olympus for evaluation. New information provided by the customer revealed that changing the bulb on the device resolved the initial report of the device flickering. No device will be returned for evaluation. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the light began flickering on the device during a procedure. The type of procedure was not provided but there was no patient harm associated to this report.